Manufacturer narrative:
(B)(4). Carefusion has requested add'l pt and event info from the foreign distributor in order to properly troubleshoot the device. As of may 14, 2015, there has been no response from the foreign distributor.

Event description:
The distributor in (B)(4) reported that while on a pt the ventilator showed a vent inop alarm. The vent was switched out without harm to pt, all alarms were functional.